Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was alleged that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/17/2014-device evaluation:the pump has been returned and evaluated by product analysis on 07/09/2014 with the following findings:a review of the black box showed no evidence of a load step malfunction. During testing, the cartridge was able to be loaded and primed with no alarms. The force sensor was out calibration. The load step was run with a cartridge set to 100 units; after the load step the pump displayed 100 units. The pump cover was opened and the force sensor resistance was found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.